Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited impedance measurements of greater than 125 ohms. It was noted that the measurements had been stable over the past year. Technical services (ts) discussed troubleshooting options with the health care professional (hcp) should the shock impedances continue to increase. The hcp planned to continue monitoring the patient. No adverse patient effects were reported. The lead remains in service.